Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pace impedance of greater than 2,500 ohms on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the device data and found that there were a couple impedance measurements in the 1,100 to 1,400 ohms range previously, but that the impedance measurements had been in the 600 to 700 ohms range for the last several months except for the single out-of-range measurement. The impedance spikes could not be reproduced in-office. The shock impedance was stable as well as the sensing and thresholds. There was no noise noted on the rv lead. The physician elected to send the patient home and to continue monitoring the impedance trends. This product remains in service. No adverse patient effects were reported.